Manufacturer narrative:
Product analysis: the stent had deformed and raised struts on the 1st, 2nd and 3rd distal stent segments. There was no other damage evident to the device. (B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The device was intended to treat a mid saphenous vein graft with severe tortuosity, 95% stenosis and no calcification. The lesion anatomy was reported to have a 'shepherd's crook take off'. Lesion pre-dilation was performed. During the procedure the resolute integrity device was passed through a previously deployed stent. Resistance was encountered advancing the device and excessive force was used during delivery. It was reported that stent deformation occurred in-vivo during positioning - the stent struts' tore'. The procedure was finished in part with a resolute stent. No patient injury reported.